Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer has been experiencing high blood glucose in the 300 and 400 mg/dl range. The customer would be talking to the doctor about the insulin pump settings. The customer declined transfer for troubleshooting. He stated that the basal rates might need to be changed.